Event description:
A dentist reported that the hygienist used an entire syringe of gdpg on a pt, all lingual and buccal surfaces. He stated that the pt is in pain. He said he thought the hygienist used it wrong as she used it all over the pt's mouth. He said that the hygienist saw the pt yesterday. He said she apparently just slathered it on. He said she did not use any isolation methods and must have used it like duraphat. He said that he has reviewed the proper user of gdpg with the hygienist. He said that they are closed on friday and he had to come in for an emergency appointment to see the pt. Asked him, "how the pt was?" He said that the pt's upper and lower lip were burned. On (B)(6) 2012, the dentist reported the pt was feeling better later in the day and he was treating it as a burn. The dentist prescribed a chlorhexidine mouthwash for the pt to use while healing. On (B)(6) 2012, pt was reported to have fully recovered.

Manufacturer narrative:
As allowed by exemption # (B)(4), (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be complaint with 21 cfr part 803. Narrative for conclusion - gluma desensitizer directions stated to "protect mucous membranes from contact with the product by using a rubber dam." It also states that, "gluma desensitizer powergel must not be used: if necessary precautions cannot be taken or stipulated application technique is not possible." The dentist has stated no isolation method. The directions also state, "apply the smallest possible amount of gluma desensitizer powergel necessary for the treatment of the dentinal surface and leave for 30-60 seconds. Then rinse with plenty of water and apply suction," the dentist stated it was used like duraphat which does not instruct the user to rinse or remove after application. The dentist admitted that the hygienist used it wrong. Narrative for conclusion - the directions for use warns the gdpg is "irritating to skin. The product contains methacrylate compounds that may cause sensitization by skin contact gluma desensitizer powergel contains glutardialdehyde that may cause localized irritations and may cause sensitization either directly or through inhalation." It also warns, "this product or one of its components may in particular case cause hypersensitive reactions."